Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. See h10 manufacture narrative.

Event description:
External ref # (B)(4). Material no: unknown batch no: unknown it was reported that clinician and/or any patients have encountered luer lock leakage while using bd phaseal¿ injector verbatim: clinician experienced: leakage luer lock leakage did not result in harm please see attached excel sheet for additional information.